Event description:
The facility's biomed reported an infusion pump to baxter technical support with an 812:02 failure code. The biomed stated this pump was not involved in a pt incident this time or since last serviced by baxter. Although attempts were made to obtain were not available regarding pt status, age of pt, medication involved or the set up of the infusion device.